Event description:
It was reported via social media comment by the patient's parent that the patient has had the vns for seven years and was seizure free for the first six months, but was no longer seizure free after that even with three aeds. No additional relevant information has been received to date.